Event description:
It was reported that the patient has been experiencing pain since surgery on her right knee in 2012. Patient states that her knee makes a clicking noise and that the knee feels loose and very unstable. Patient reports that she had been told to remain on bed rest. Patient also states that when she does walk she uses a cane or crutches.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Patient medical records were provided for review by a consulting clinician who indicated that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for her clinical situation. The event could not be confirmed with the information provided. The exact root cause of the event could not be determined due; however, with the information provided, it is likely that this event is not device related. Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-402, lot # ggrh, description: triathlon ps fem component - cemented; cat # 5520-b-400, lot # goza, description: triathlon prim tib baseplate - cemented cat # 5532-g-409 , lot # mkrva4, description: triathlon ps x3 tibial insert.

Event description:
It was reported that the patient has been experiencing pain since surgery on her right knee in 2012. Patient states that her knee makes a clicking noise and that the knee feels loose and very unstable. Patient reports that she had been told to remain on bed rest. Patient also states that when she does walk she uses a cane or crutches.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be provided in a supplemental report.